Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00161.

Event description:
It was reported that a revision surgery was performed to remove and replace two 6.5x50mm vitality screws that broke post-operatively on both sides of s1. An additional level was also instrumented. This is report two of two for this event.

Manufacturer narrative:
Corrections in d1 and d4: catalog number and lot number. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent

Event description:
It was reported that a revision surgery was performed to remove and replace two 6.5x50mm vitality screws that broke post-operatively on both sides of s1. An additional level was also instrumented. This is report two of two for this event.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned products were visually inspected. Both pedicle screws were confirmed to have broken at the top of the neck on the threaded shaft. There is damage to the threads that is consistent with grabbing the top of the threaded shafts with another instrument to remove them. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during implantation or post-operatively. Additionally, the failure could be related to excess torque applied during implantation. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Device usage: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a revision surgery was performed to remove and replace two 6.5x50mm vitality screws that broke post-operatively on both sides of s1. An additional level was also instrumented. This is report two of two for this event.